Manufacturer narrative:
The reported event duplicated through the device evaluation process. The drill attachment struck the adjustment screw as a pin was being inserted, which caused the reported event.

Event description:
It was reported that during the course of a triathlon total knee replacement, the adjusting guide on the mini cutting guide broke off after being impacted by another instrument while the surgeon was inserting a pin. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that during the course of a triathlon total knee replacement, the adjusting guide on the mini cutting guide broke off after being impacted by another instrument while the surgeon was inserting a pin. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.